Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the mitraclip system instructions for use, states: the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. The reported patient effect of dyspnea as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) could not be determined. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. A conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant additional information.

Event description:
This is filed to report the single leaflet device attachment (slda) it was reported that the initial mitraclip procedure was performed on (B)(6) 2018 to treat grade 5 tricuspid regurgitation (tr). Two clips were implanted and a third clip was advanced, but visualizing the clip was difficult due to shadowing from the previously implanted clips. The clip was successfully implanted, and tr was reduced to grade 2. On (B)(6) 2019, the patient returned with dyspnea and an echocardiogram was performed. One clip had detached from the septal leaflet and remained attached to the anterior leaflet (slda). Tr increased to grade 4. On (B)(6) 2019, a second mitraclip procedure was performed. One clip was implanted, reducing tr from grade 4 to 2. No additional information was provided.